Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on the screen. The overlay was replaced and the stylus was calibrated. The software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus could not connect with the screen. The programmer was returned to service. There was no patient involvement.